Event description:
During a replacement procedure of the subject pacemaker, the set-screws and the silicone sealing cap reportedly were disassociated from the device. The physician was concerned about losing the very small parts in the pacemaker pocket of the patient. In addition, noise was observed on the ventricular channel during follow-ups. The ventricular lead was replaced during the procedure. Also, the header of the pacemaker was reportedly not correctly fixed to the can of the device.

Event description:
During a replacement procedure of the subject pacemaker, the set-screws and the silicone sealing cap were reportedly disassociated from the device. The physician was concerned about losing the very small parts in the pacemaker pocket of the patient. In addition, noise was observed on the ventricular channel during follow-ups. The ventricular lead was replaced during the procedure. Also, the header of the pacemaker was reportedly not correctly fixed to the can of the device.